Manufacturer narrative:
Date of event, corrected data: new information was received in supplemental MDR 1 which found the date of the event; however, was inadvertently not corrected with this information.

Event description:
Additional information was received from the neurologist which found that the patient reported the protrusion on (B)(6) 2012; however, this was never observed in the office as the patient followed up with the surgeon. It was stated that the patient underwent revision of surgical correction on (B)(6) 2013 and was much better afterwards. There were no complications with the surgery. In regards to the relationship of the protrusion the vns, the neurologist reported that his impression was that the second surgery and the presence of scar caused the protrusion. It was also clarified that the device never protruded through the skin and no infection or other complication occurred. No patient manipulation or trauma caused or contributed to the event. No physiological changes, such as weight loss, contributed to the event. Good faith attempts were made to the surgeon for additional information; however, they were unsuccessful. No additional information has been provided.

Event description:
It was reported that the patient was seen in consult at the surgeon's office on (B)(6), 2012 due to the patient's leads protruding through the incision site, which was making her uncomfortable. The patient was scheduled for a revision of the pocket on (B)(6), 2013. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.